Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a health professional ((B)(4)) and describes the occurrence of device breakage ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possibly additional procedure necessary") and procedural haemorrhage ("bleeding") in a female patient who received essure (batch no. 893020). The occurrence of additional non-serious events is detailed below. After starting essure, the patient experienced device breakage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain"), complication of device insertion ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possible additional procedure") and complication of device removal ("removal and partial removal of inner coil was attempted, inner coil was impossible to remove"). At the time of the report, the device breakage, procedural haemorrhage, procedural pain, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for device breakage, procedural haemorrhage, procedural pain, complication of device insertion and complication of device removal with essure. The reporter commented: procedure for placement of essure on left was normal. After release of insert, four trailing coils were visible, however an abnormal metallic structure was visible in the middle, belonging to the inserter. Selective ablation was not possible. Removal and partial removal of inner coil were attempted. Inner coil was impossible to remove. Pain, bleeding occurred, possibly an additional procedure is necessary. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possibly additional procedure necessary (seen as device breakage). She also presented bleeding during insertion (seen as procedural bleeding) both events are serious due to medical importance and anticipated in essure's reference safety information. During difficult insertions device breakage may occur. In this present case, placement of essure on left was normal, after release of insert, four trailing coils were visible, however an abnormal metallic structure was visible in the middle, belonging to the inserter. Removal and partial removal of inner coil were attempted however inner coil was impossible to remove. Pain, bleeding occurred. Taking to account that breakage and bleeding occurred during essure insertion causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but which might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("introducer initially broke:abnormal metallic structure was visible in the middle belonging to the introducer / then insert subsequently broke") and procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. 893020) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain"), complication of device insertion ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possible additional procedure") and complication of device removal ("removal and partial removal of inner coil was attempted, inner coil was impossible to remove"). At the time of the report, the device breakage, procedural haemorrhage, procedural pain, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, procedural haemorrhage and procedural pain with essure. The reporter commented: the insert was placed on the right with no problem. During placement on the left, in accordance with the normal procedure, an incident occurred: during release, 4 trailing coils were visible, however an abnormal metallic structure, belonging to the introducer, was also visualized. Selective removal was impossible, so the abnormal element was removed in its entirety and the outer coil was partially removed after it broke, it was impossible to remove the inner coil. At the time, possible further surgery was mentioned. Diagnostic results: follow-up examination on (B)(6) 2013: good opacification of the uterine cavity with no leakage of contrast medium into the peritoneal cavity. Satisfactory result. No history of further surgery since. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage - analysis in the global safety database 1.818 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("introducer initially broke:abnormal metallic structure was visible in the middle belonging to the introducer / then insert subsequently broke") and procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. 893020) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain"), complication of device insertion ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possible additional procedure") and complication of device removal ("removal and partial removal of inner coil was attempted, inner coil was impossible to remove"). At the time of the report, the device breakage, procedural haemorrhage, procedural pain, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, procedural haemorrhage and procedural pain with essure. The reporter commented: the insert was placed on the right with no problem. During placement on the left, in accordance with the normal procedure, an incident occurred: during release, 4 trailing coils were visible, however an abnormal metallic structure, belonging to the introducer, was also visualized. Selective removal was impossible, so the abnormal element was removed in its entirety and the outer coil was partially removed after it broke, it was impossible to remove the inner coil. At the time, possible further surgery was mentioned. Diagnostic results: follow-up examination on (B)(6) 2013: good opacification of the uterine cavity with no leakage of contrast medium into the peritoneal cavity. Satisfactory result. No history of further surgery since. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device breakage questionnaire received. Event abnormal metallic structure was visible in the middle belonging to the inserter changed to introducer initially broke:abnormal metallic structure was visible in the middle belonging to the inserter / then insert subsequently broke other reportable incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("introducer initially broke:abnormal metallic structure was visible in the middle belonging to the introducer / then insert subsequently broke") and procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. 893020) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain"), complication of device insertion ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possible additional procedure") and complication of device removal ("removal and partial removal of inner coil was attempted, inner coil was impossible to remove"). At the time of the report, the device breakage, procedural haemorrhage, procedural pain, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, procedural haemorrhage and procedural pain with essure. The reporter commented: the insert was placed on the right with no problem. During placement on the left, in accordance with the normal procedure, an incident occurred: during release, 4 trailing coils were visible, however an abnormal metallic structure, belonging to the introducer, was also visualized. Selective removal was impossible, so the abnormal element was removed in its entirety and the outer coil was partially removed after it broke, it was impossible to remove the inner coil. At the time, possible further surgery was mentioned. Diagnostic results: follow-up examination on (B)(6) 2013: good opacification of the uterine cavity with no leakage of contrast medium into the peritoneal cavity. Satisfactory result. No history of further surgery since. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-may-2017 for the following meddra preferred term: device breakage -analysis in the global safety database 1628 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 29-may-2017: after internal review final report was marked and device similar incident listing was added. Other reportable incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a health professional ((B)(4)) and describes the occurrence of device breakage ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possibly additional procedure necessary") and procedural haemorrhage ("bleeding") in a female patient who had essure (batch no. 893020) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("pain"), complication of device insertion ("after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possible additional procedure") and complication of device removal ("removal and partial removal of inner coil was attempted, inner coil was impossible to remove"). At the time of the report, the device breakage, procedural haemorrhage, procedural pain, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, procedural haemorrhage and procedural pain with essure. The reporter commented: the insert was placed on the right with no problem. During placement on the left, in accordance with the normal procedure, an incident occurred: during release, 4 trailing coils were visible, however an abnormal metallic structure, belonging to the introducer, was also visualized. Selective removal was impossible, so the abnormal element was removed in its entirety and the outer coil was partially removed after it broke, it was impossible to remove the inner coil. At the time, possible further surgery was mentioned. Most recent follow-up information incorporated above includes: on 5-may-2017: device breakage questionnaire received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after release of insert, 4 trailing coils visible, an abnormal metallic structure was visible in the middle belonging to the inserter, possibly additional procedure necessary (seen as device breakage). She also presented bleeding during insertion (seen as procedural bleeding) both events are serious due to medical importance and anticipated in essure's reference safety information. During difficult insertions device breakage may occur. In this present case, placement of essure on left was normal, after release of insert, four trailing coils were visible, however an abnormal metallic structure was visible in the middle, belonging to the inserter. Removal and partial removal of inner coil were attempted however inner coil was impossible to remove. Pain, bleeding occurred. Taking to account that breakage and bleeding occurred during essure insertion causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but which might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.